Manufacturer narrative:
The insulin pump had button error alarm and no button response due to flattened act keypad dome switch. Device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. Keypad connector found close properly during visual inspection. It was unable to perform the displacement test due to keypad anomaly. (B)(4).

Event description:
The customer reported via phone call that she was trying to suspend the insulin pump due to her low blood glucose and she received a button error alarm. The customer did not recall any significant events leading to the alarm. Blood glucose value was 57 mg/dl. Customer stated it was low due to exercise. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.